Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-8804 with lot 117783, conformed to the specifications when released to stock on the 16th february 2017. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that during use on the patient during surgery, it was reported as blocked post successful priming and implantation. Preop programming to setting 4. Another like device was successfully used and there was no report of delay or injury to the patient/user. The valve was noted to be blocked during primary implantation on a patient. Like for like valve replaced.

Manufacturer narrative:
It was previously reported that the device would not be returned. Subsequently, the device was provided for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected; a clear liquid was noted inside the valve. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804 with lot 117783, conformed to the specifications when released to stock on the 17th february 2017. No root cause could be determined as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.